Manufacturer narrative:
Additional information was received stating this system was subsequently removed from service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The caller was inquiring if there could be a connection issue. An x-ray was reviewed by a boston scientific technical services consultant who stated there is a possibility that the pacing/sensing terminal pin could be inserted further. The caller stated they are still trying to determine a course of action as the patient no longer needs the device.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel which could be easily re-created with in office testing. The device was reprogrammed and defibrillation therapy was programmed off. It was reported that this patient's heart condition improved and no longer needs the device. Subsequent information was received one year later that the noise was had been over sensed and resulted in an inappropriate shock and the pacing impedance was less than 200 ohms. No adverse patient effects were reported.